Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle, and both the suction and forceps channel. The device had several other forms of wear and tear noted throughout. Those include but are not limited to material deformation and material deterioration. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to an unspecified angulation malfunction. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the nozzle, in the suction channel, and in the forceps channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel, suction channel and nozzle could not be identified and a definitive root cause of the reported issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result of insufficient device cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual d chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: wear of angle wire, bending angle in up, damage on fe knob, water tightness is lost, damage on right/left knob, right/left knob, part of the insertion tube is caught and pinched, adhesive around objective lens is peeled, adhesive around light guide lens is peeled. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: not answered - did the customer presoak the endoscope in the detergent solution? No - were there abnormalities in the accessories used for reprocessing: no - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.